Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2016-08440. It was reported via a journal article that a perforation and stent fracture occurred. The patient presented for a coronary angiogram due to unstable angina. A tortuous, calcified lad (left anterior descending) lesion was identified. A coronary perforation was caused by rotational atherectomy with a 1.5 mm burr and was treated with long balloon inflation and bail-out stenting using a 2.5x28mm promus premier everolimus eluting stent. To treat the residual coronary perforation, an attempt was made to implant a non-bsc 3.0x16mm polytetrafluoroethylene covered-stent, but could not deliver at the site of perforation and the covered stent would not pull out easily. After several attempts, proximal edge of deployed promus premier was obscured. The promus premier was gradually broken and elongated. The covered-stent was retrieved with the broken promus premier stent. Intravascular ultrasound revealed the promus premier stent was entirely extracted, and angiogram showed extravasation again. New stent was deployed and extravasation was successfully treated.